Event description:
It was reported that during a stent placement procedure in the right common iliac artery, the stent graft would not deploy. The physician went in sheathless for the procedure. The procedure was completed with another stent graft without incident. No patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter and the 2-way stop cock were open. The stent graft was shifted distal for 1mm. The inner catheter protruded 7 mm from the tip. The outer sheath was elongated at the catheter reinforcement. During functional testing, the stent graft could not be deployed. The complaint is confirmed. The condition of the sample leads to the conclusion that the system was exposed to high friction forces during advancement in the vessel, finally resulting in the described deployment difficulties. However, based on the evaluation of the sample and the information provided, the exact root cause for the deployment problems of the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.